Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes overfilled. There was no health impact or consequences reported.